Manufacturer narrative:
Unit received with intermittent response from all buttons due to flattened dome (no crease). The keypad connector was in inspected and no anomalies noted. Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test, prime/a33 test, excessive no delivery test or displacement accuracy test due to prime anomaly.

Event description:
The home nurse reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 650 mg/dl. Customer reported that the insulin pump buttons were hard to press and unable to connect to the insulin pump. Customer seek medical assistance and ems was dispatched and admitted to the hospital due to high blood glucose reading. The customer was treated with insulin pump. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. Customer also reported that the insulin pump buttons were hard to press and there were no significant events leading to keypad anomaly. Customer confirmed that the insulin pump time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.